Event description:
It was reported the patient was being "shocked" every ten seconds. It was stated that the patient's device was turned off in 2010. It was then indicated, that "all of a sudden" the device turned on the previous night to report and began to shock the patient. A magnet was placed over the implant in attempt to turn off the device, but this was stated to have "made it worse." No falls or traumas were reported in relation to this event. The patient was currently in the emergency room at the time of this report. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3093-28, lot# j0235480v, implanted: (B)(6) 2003, product type: lead. (B)(4).